Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual inspection of the returned catheter found a longitudinal to radial tear along the inflation balloon and a kink on the balloon shaft just proximal to the handle most likely due to shipping. There were no other abnormalities noted. No functional testing of the balloon could be performed due to the balloon rupture. Dimensional analysis of the balloon found the balloon wall thickness met specifications. No manufacturing non-conformance was identified on the returned device. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Per report, patient factors (high degree of calcification) contributed to the balloon rupture. The complaint for balloon burst was confirmed. However, no manufacturing non-conformities were revealed during the engineering evaluation of the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the (B)(6) 2016 control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our european affiliate, during final deployment of the 26mm sapien 3 valve, the delivery balloon ruptured. There was no injury to the patient and the case was performed successfully. Per report, the burst balloon was related to that patient's high degree of calcification.